Event description:
This report is being filed after the subsequent review of the following journal article: the use of beta-tricalcium phosphate bone graft substitute in dorsally plate, comminuted distal radius fractures. Jakubietz, m., gruenert, j., jakubietz, r. (2011) the use of beta-tricalcium phosphate bone graft substitute in dorsally plate, comminuted distal radius fractures. J ortho surg res 6:24. This was a prospective randomized study of 39 patients (mean age of 67.7 years) with unilateral intraarticular fractures of the distal radius. Patients were randomized to either group I, which received a dorsal implant only (pi-plate, synthes), or group ii which received bone augmentation with granular beta-tricalcium (chronos, synthes) in addition to the implant. Grade ii beginning degenerative, posttraumatic osteoarthrosis was seen in one patient in each group and grade I was seen in 9 patients in each group. Complications such as secondary displacement of a fragment and intraarticular steps greater than 2 mm occurred in a total of 7 patients. In five patients, the dislocation required secondary osteosynthesis with a fixed angle volar plate. Developing complex regional pain syndrome was diagnosed in 8 patients and successfully treated with cortisone. Extensor tendon ruptures occurred in 3 patients and required operative treatment. This report is 1 of 2 for complaint (B)(4). This report is for an unknown dorsal pi-plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Jakubietz, m., gruenert, j., jakubietz, r. (2011) the use of beta-tricalcium phosphate bone graft substitute in dorsally plate, comminuted distal radius fractures. J ortho surg res 6:24. This report is for an unknown quantity of unknown dorsal pi-plates. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.